Event description:
It was reported that a stone cone coil retrieval was set to be used during a transurethral ureterolithotripsy procedure. Prior to procedure, while outside the patient's body there was difficulty in retracting the coil; however, after repeated pulling attempts the wire got damaged at the sheath section. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.